Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case had worn feet, the left keyboard hinge was broken, the health of the hard drive was at 90% and there was a reallocation error, it booted to a 0502 error and its system fan was noisy. All found defective parts were replaced and the software was reimaged and reloaded. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.